Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, reported that patient went to emergency room and hospital. Length of hospitalization was greater than 24 hours. Patient suffered from low blood glucose level. Unconscious was significant event led to hospitalization. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united states.